Event description:
Additional information received from the manufacturing representative (rep). Rep reported that the cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's representative was concerned that the implantable neurostimulator (ins) did not seem to be holding a charge, with the charge level showing only 50% after two days since charging and on 70% after another charging session just the previous day. They also reported seeing a code 2703: ins providing less than the requested therapy. The patient had experienced jaw locking, which was attributed to a setting recently established by the managing provider, and the patient and caller opted to revert to previous settings. The patient reverted to the previous settings. Patient has not experienced any hard falls. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the implantable neurostimulator (ins) depleting faster than anticipated was due to high impedances on the right segment 9b. The segment was turned off. Reverting to previous settings resolved the lock jaw.